Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not sure if they have seen improvement or not since implant. The patient said they made an adjustment when they came back home last wednesday and that were able to turn on the therapy and to increase it to 1.1. The patient did not recall having a communicator but later during the call they were able to find it and to connect to the therapy. Patient said the therapy was off when they connected today and did not recall turning the therapy off the last time they accessed it 6 days ago. During today's call, patient turned the therapy on decided to increase the stimulation from 1.1 to 1.5. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated they have an appointment with their hcp on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.